Event description:
It was reported that during a da vinci cholecystectomy procedure, the customer noted that fenestrated bipolar forceps instrument tips were out of alignment. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument tips were bent. One grip was bent, causing side to side misalignment of grips. There was a .056 offset at the tips. The bent grip had separation of the yaw pulley and pulley cover at the glue joint, indicating likely cause of bending remained overloading at the tip. The instrument passed electrical continuity testing. It was concluded that the damages to the instrument's grip tip were likely due to mishandling/misuse. No other damage was found. An additional observation not reported by site was that the instrument's bipolar yaw pulley was broken. The yaw pulley was missing a piece measured at approximately .190 x .090. Evidence not conclusive, but broken yaw pulley damage may be due to likely mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's yaw pulley found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.